Event description:
It was reported that a volume discrepancy occurred. The expected residual volume (erv) was 7ml while the actual residual volume (arv) was 30ml. It was later also noted there were ¿possible volume discrepancies per refill¿ and that the health care provider (hcp) suspected ¿incorrect infusion due to volume discrepancies at refill¿. Per a refill note provided from (B)(6) 2014, the erv was 4.6ml while the arv was 28ml. The patient¿s status at the time of the report was listed as ¿alive ¿ no injury¿ however it was later noted that patient injury occurred. Further follow up indicated that the patient had suspected underdose. Additional symptoms reported included increased spasticity/increased tone/increased tightness and headaches/¿headachy feeling for the last week or two¿. The patient¿s spasm frequency was listed as a ¿3¿ and her pain rating was listed as a 5, on the 0 to 10 pain scale. The patient had been receiving therapeutic response from her pump until the ¿unit failed¿. Per a medication list provided, the patient had a prescription for oral baclofen 10mg four times a day as needed. It was noted the oral baclofen did help. The prescription was sent in ¿in case of pump failure¿. No diagnostic testing or troubleshooting was performed but it was noted it would be in the future. The cause for the discrepancy was not known and not determined initially, but later noted to be due to a pump issue, acute failure of the pump device. The managing health care provider (hcp) had noticed the issue at the last refill and asked that the pump be sent in for analysis at replacement. The hcp referred the patient to another hcp for replacement asap and the event resulted in and required pump replacement. It was later noted prophylactic removal of the pump occurred to avoid in-vivo battery depletion as well; the eri (elective replacement indicator) was 9 months at the time of the event. The patient¿s status after the device was removed was listed as recovered without sequela and it was further confirmed the patient was receiving effective therapy and had recovered without permanent impairment. The device system delivered compounded baclofen and compounded hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n141500, implanted: (B)(6) 2008, product type: accessory product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found no anomalies. The pump passed all testing and the event logs had no indication of a stall occurring at any time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.